Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 377mg/dl. The customer's current blood glucose level is 113mg/dl. The customer was treated with saline for dehydration. The customer states that she had lost her glucometer, and as a result was not checking their blood glucose levels. The customer is being sent out a replacement meter.